Event description:
It was reported that the pump touchscreen had "specks" or was missing pixels, causing issues to the customer with regards to reading the screen. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.